Manufacturer narrative:
Concomitant medical products: 5076-45, lead implanted: (B)(6) 2020. Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device was initially programmed using a bluetooth programmer with standard programming utilized (both leads set to bipolar). The leads were then tested and implanted, the physician connected the leads to the device, the device was implanted, and the pocket was closed. During a final check of the device, the bluetooth programmer reader lost connection to the device. An attempt was made to regain the connection by placing the reader over the patient's chest and pressing the gray button, which did not work. The patient session through the analyzer was ended and a new session was started through the programmer, whereupon a pop-up message indicated that an electrical reset had occurred, with the device noted to be in vvi65 mode and the remaining longevity estimate graphic indicator bar noted to be gray. A non-bluetooth programmer was used to check the device, and the device was still noted to have an electrical reset. The physician explanted the device and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. The returned device had a broken crystal. Hybrid analysis determined the cause of the no telemetry and no output failures observed in this device was a defective crystal (y1) component. X-ray images of the crystal revealed a tine attachment issue inside the component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.